Event description:
Customer reported that touchscreen of pump was cracked and shattered, making it unresponsive. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.